Manufacturer narrative:
Bec customer technical support (cts) advised the customer to check if the blood sampling valve (bsv) knob was loose. The customer determined that the bsv knob was slightly loose. The customer tightened the knob which resolved the issue. Failure mode: loose bsv knob. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that less than 1 ml of diluent leaked from the coulter lh 500 hematology instrument manual sampling probe. Customer had wiped the probe off but leaking continued. Customer had not been using instrument prior to this event that day. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.